Event description:
On (B)(6) 2012, clinic notes were received regarding this vns patient. It was reported that the patient had been experiencing an increase in seizures for the past six months. The physician noted that, per the patient's mother, over the last number of years, the patient has typically had one convulsion every three to four days; however, over the last approximately six months, they have been much more frequent and, at this point, are occurring approximately three to four times per day, although the events themselves remained the same as ever. The physician also noted that should these all be truly epileptic seizures, they are obviously under extremely poor control at this time. Follow up was conducted with the physician on (B)(6) 2012. The physician stated that it was difficult to obtain any history because patient was autistic, and the parents were not english speakers; therefore, the patient's pre-vns baseline was unknown. The physician initially believed that the increase in seizure frequency was due to the device being dead as it was implanted ten years ago; however, the physician met with the patient a few days prior to (B)(6) 2012, interrogated the device, and found the device was not at or near end of service. As a result of the battery status, the physician stated that he was doubtful that the increase in seizures was related to vns. The physician stated that as far as he knew, the patient had only one seizure type, and this was only seizure type that had increased in frequency. The physician increased the output current and prescribed additional medication to the patient as interventions. (The exact settings were not provided.) On (B)(6) 2012, a battery life calculation was performed with results of 1.09 years to eri = yes. Surgery is likely, but has not taken place to date.